Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "total hip arthroplasty using the miniature anatomic medullary locking stem¿. Update 17 jun 2019: ¿total hip arthroplasty using the miniature anatomic medullary locking stem¿ was reviewed for MDR reportability. The study enrolled 52 (37 patients) primary total hip arthroplasties using the miniature porous- coated anatomic medullary locking stem in patients with small anatomic proportions because of hip dysplasia or juvenile chronic arthritis. One femoral implant type was utilized for all 52 hips¿miniature aml prosthesis (bantam, aml/cdh)¿including 40 cement-less stems and 12 cemented stems. All acetabular components were competitor products. Cement manufacturer is unknown. The primary operations occurred between 1987 and 2001. Fifteen of the 52 hips were revised due to various issues, noted below. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: cemented femoral stem¿loosening cement to implant interface, migration, mispositioning, decreased range of motion, and infection. Cement-less femoral stem¿loosening bone to implant interface, migration, mispositioning, decreased range of motion, and infection. Femoral head¿wear, pain, infection, osteolysis, and decreased range of motion.